Event description:
Sorin group (B)(4) received a report that when the pump was turned on, an error code was displayed. The pump restarted after it was power cycled. An error code was again displayed a few minutes later. The pump was again power cycled and an error code displayed. The pump stops for a second and then continued to run. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred (B)(6). This MDR is being submitted on behalf of the device manufacturer -sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. Sorin group (B)(4) has completed their investigation. The problem could be reproduced. It was detected that a pin was not soldered to the pump-sensor board. Sorin group (B)(4) stated that this was a mfg error. The involved personnel were notified and the process reviewed. No further action is deemed necessary.